Event description:
Review of available programming data shows that the programmer magnet output current was not delivered during one magnet mode diagnostic test. Subsequent magnet diagnostic test showed no anomalies and the programmed output current was delivered.